Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that plunger on bd syringe 60ml ll (B)(6) was defective prior to use. No injury or medical intervention.

Manufacturer narrative:
Investigation: investigation summary, lot number history review / qn review , complaint trending review of the lot for this issue reveals this is the first complaint. Based on qn review, there were no non-conformance relating to this defect. No samples or photos were sent by the customer for analysis. Based on no sample, the investigation concluded: bd was not able to confirm the customer¿s indicated failures complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: lot number history review / qn review, complaint trending review of the lot for this issue reveals this is the first complaint. Based on qn review, there were no non-conformance relating to this defect. 5290645-11/3/15- at blisterpak there were 20 inspections on 160 parts and at print/assy there were 20 inspections on 1000 parts with zero defects found. Root cause description: root cause possible broken plunger rod occurred when the plunger rod and stopper subassembly are pressed into the syringe barrel and a misalignment between the barrel and subassembly occurred. Or possibly when plunger rod is traveling down chute from mezzanine to product line and chute was empty the rods are dumped with too much force causing cracking and breakage. Rationale: no CAPA is required.